Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of 599mg/dl. Patient's current blood glucose: 291 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. Unit received with cracked case at the display window corners, display window, belt clip slot and battery tube threads. Unit received with stained end cap sticker. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08730 inches. Unit received with cracked case at the display window corners, display window, belt clip slot and battery tube threads. Unit received with stained end cap sticker. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.